Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the initial operation which was due to fracture of the maxilla was performed on (B)(6) 2015. In (B)(6) 2015 an infection was found and the doctor performed surgery by cutting the affected area and cleaning the oral cavity. No parts were explanted, a fraction of the part may have been removed. The lactosorb remained in the patient at front wall of the maxillary sinus. It was reported that the patient was doing good and has been released from the hospital.